Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that empty cassette alarm was noted. It was also reported that the cassette was empty when it should have lasted another 24 hours. Subsequently, patient was able to use emergency kit to mix a new medication. No patient consequences were reported. No adverse effects were reported.